Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd luer-lok¿ tip syringes had scale markings that were either partially cut off or smeared. The following information was provided by the initial reporter: "eight syringes... Had marked increments that were either partially "cut off" or smeared imprints. No syringes were utilized on patients."

Manufacturer narrative:
H.6. Investigation summary: eight samples were provided to our quality team for investigation. Through visual inspection, it was observed that all syringes have scale marking rolled greater than 90 degrees from center with four of the syringes have an illegible double print and the other four having missing print on the bd logo and the graduation lines. Potential root cause for the scale marking defects is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3023022. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 8 bd luer-lok¿ tip syringes had scale markings that were either partially cut off or smeared. The following information was provided by the initial reporter: "eight syringes... Had marked increments that were either paritally "cut off" or smeared imprints. No syringes were utilized on patients.".